Manufacturer narrative:
A follow up report will be submitted once the evaluation is completed. This was a nicu patient. The device has been received and an evaluation is pending.

Event description:
It was reported that a nurse was called to room for alaris pump "air in line" alarm. Pump and channels placed at the level of the patient, alarming channel was the primary port of the uvc that had total parenteral nutrition (tpn) running at 2.5ml/hr. Pump channel number was 40374 and brain 79588. Air removed form line per registered nurse (rn). Tpn had been infusing for 28 hours. The error code displayed was 600.6480.5. There was no negative consequences or harm to the patient as the air did not reach the patient.

Event description:
It was reported that a nurse was called to room for alaris pump "air in line" alarm. Pump and channels placed at the level of the patient, alarming channel was the primary port of the uvc that had total parenteral nutrition (tpn) running at 2.5ml/hr. Pump channel number was 40374 and brain 79588. Air removed from line per registered nurse (rn). Tpn had been infusing for 28 hours. The error code displayed was 600.6480.5. There was no negative consequences or harm to the patient as the air did not reach the patient.

Manufacturer narrative:
The customer¿s reported complaint of the returned pump module exhibiting error code 600.6480 was not observed during a review of the logs or replicated during testing. An external and internal inspection of the customer¿s incident pump identified the male iui with signs of unidentified film contaminants and corrosion on the connector contact pins. The female iui showed evidence of dried fluid ingress. Dried fluid ingress on the rear case, lower front area, and adjacent bezel area. The door latch and sear were identified as non bd parts. All other components were bd manufactured parts. The sear was observed with signs of over extension. The pivot latch screw was observed backed out of the door latch assembly. No other obvious issues or anomalies were identified with the returned devices during the inspection results from a review of the logs identified 3 air in line alarms during the infusion of ivf + hep (1 unit/ml) between 3:47 am and 1:02 pm on (B)(6) 2021. However, the reported error 600.6480.5 was not identified in the logs. After each air in line alarm, records showed a flow stop open alarm following a door closed after a few seconds. The infusion was restarted after each event. At 3:46 pm, the unit was channeled off terminating the infusion. The root cause of the customer¿s experience with the pump module exhibiting a channel error code 600.6480 was not identified during the investigation. A review of the device history record showed the device had a manufacture date of 01/26/2012. The review was performed beginning from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.